Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received questionable results for an unspecified number of patient samples. The customer states that the operator of the analyzer did not note that a large majority of quality controls did not run due to a hardware issue. The afternoon operator also did not run their usual control run either. The customer states that this issue was not found out until later that night. A new calibration for ion selective electrode (ise) tests and controls for all assays were supposed to be performed that morning. The customer provided an example of one patient sample which had results that were questioned. This sample had erroneous ise sodium and ise potassium results. The sample initially resulted as 119 mmol/l for ise sodium and 4.47 mmol/l for ise potassium. The initial results were reported outside of the laboratory. The sample was repeated and the results were stated to be the same. These repeat results were asked for, but not provided by the customer. The customer ran a new calibration and ran controls late in the evening of (B)(6) 2015; the calibration was successful and the controls were within range. The sample was repeated again on (B)(6) 2015, resulting as 131 mmol/l accompanied by a data flag for ise sodium and 4.88 mmol/l for ise potassium. The repeat results were believed to be correct and a corrected report was issued. The patient was treated based on the event, but the patient was not adversely affected. The lot numbers and expiration dates of the ise sodium and ise potassium electrodes were asked for, but not provided. The field service representative could not determine a cause. He performed an ise check ten times and results were within specifications. He ran precision studies. The customer ran calibration and controls; all ise results were within the customer's expected ranges.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for further investigation was requested but not provided.